Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to technician statement, it was determined that water entered the air gas module from the compressor mini connected to the ventilator. The air gas module has been replaced and the problem has been resolved. The ventilator passed all functional and safety tests and was cleared for clinical use. The air gas module regulates the inspiratory gas flow and gas mixture. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. Unfortunately, neither the device's logs nor the claimed part were available for further analyze. The root cause to the reported issue has not been determined. A correction of field # d1 brand name and # d4 version or model# was required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. Moreover, the ventilator's air gas module was contaminated with liquid. There was no patient harm. Manufacturer's ref.#: (B)(4).